Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failed processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in march 2008 and is over 15 years old, past its expected service life of 5 years. During visual inspection of the returned platform, unrelated to the reported complaint, cracks in the front and bottom enclosure, as well as the top cover, were observed. The observed physical damage appeared to be characteristic of user mishandling. The top cover and front and bottom enclosure were replaced to address the observed physical damage. Also, unrelated to the reported complaint, a sticky clutch plate was observed, likely attributed wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. To remedy the problem, the clutch plate was deburred. The complete data archive was unrecoverable but did display system error - 136 (invalid parameters block), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board (pca) was replaced to remedy the system error. Upon further testing, unrelated to the reported complaint, the load cell module 2 was observed to be over-reporting. The root cause of the failed load cell was likely attributed to mishandling such as a drop, or the age of the platform. Load cell module 2 was replaced to address the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the load cell characterization test and final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6))displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.